Event description:
It was reported by the rep that the (1) tsg45 was used during a thorascopic lung biopsy procedure. It was reported that the staples at the end of the staple were not formed. The forks of the tsg45 deflected from the tissue in the jaws of the instrument. There was no consequence to the patient.